Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose had an unresponsive button and keypad. The customer stated the buttons are not working well. The customer's blood glucose was 41 mg/dl. Customer declined troubleshooting for low blood glucose. Customer stated the act and the arrow buttons not working well. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The pump was received with no button response due to a flattened act, down and up buttons dome switch. Inspected the lcd connector and no unlocked connector was noted. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the button keypad anomaly. The pump passed the stop current test. The pump had minor scratches on the display window.